Event description:
During hemodialysis treatments on 3/10 and 3/13/2000, clotting occurred in the venous and arterial chambers of the bloodline resulting in the extracorporeal circuits being discarded. In each event a new bloodline was set up and treatment continued. Estimated blood loss for each incident is 225cc. This pt has a history of clotting issues. Previous heparin dose of 3000 units bolus/500 units hourly has been increased to 8000 units bolus/1000 units hourly.